Manufacturer narrative:
(B)(4). The customer reported the mitraclip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the actuator knob that detached during the procedure requiring intervention to deploy the clip. It was reported that the actuator knob fell off the mitraclip delivery system just prior to clip deployment. There had been no turning or force placed on the actuator knob. Hemostats were used to successfully deploy the clip. One clip was implanted reducing the mitral regurgitation from grade 4 to 1. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and the complaint history. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30 day medwatch report, additional information was received indicating that the actuator knob was reported to have been present during device preparation. As the physician was getting ready to deploy the mitraclip, the release pin was still in. The physician's hand reached for the gripper cap, but bumped the actuator knob and the physician's glove briefly caught on the knob, causing the knob to fall off. The gripper line removability was established and hemostats were used to turn the actuator assembly 8 turns in the ccw [counter-clockwise] direction. The mitraclip was successfully deployed. No additional information.